Event description:
The surgeon attempted to implant a 3-piece silicone lens model aq2003v and the haptic tore while advancing. The lens was not implanted and there was no patient injury. The facility believes the lens damage was by the injector. An aq cartridge, lot number unknown was used. The model and lot numbers of the injector are also unknown.